Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller experienced a battery failure. The console was removed from service as a result of the noted issue. There was no known patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email. D.2. Device name has been updated. F.6. And f.8. Should have been left blank. Updated h.3. To device evaluation anticipated. H.6. Type of investigation code added.